Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String break while trying to remove the tampon...luckily was able to remove it myself [foreign body in reproductive tract] string break- tampon [device breakage] string break while trying to remove the tampon [complication of device removal] three in a row with messed up strings [device physical property issue] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that the tampon string broke while trying to remove tampon. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String break while trying to remove the tampon...luckily was able to remove it myself. [Foreign body in reproductive tract]. String break- tampon [device breakage]. String break while trying to remove the tampon [complication of device removal]. Three in a row with messed up strings [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon string broke while trying to remove tampon. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String break while trying to remove the tampon...luckily was able to remove it myself. [Foreign body in reproductive tract]. String break- tampon [device breakage]. String break while trying to remove the tampon [complication of device removal]. Three in a row with messed up strings [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon string broke while trying to remove tampon. No serious injury reported.